Event description:
Customer reported back to back testing on the same meter while using the advantage system with results of 23mg/dl and 123mg/dl. No quality controls were run. No adverse event reported. Customer does not have strips from the event; a replacement was sent.